Event description:
A cartridge change error was reported with the pump, resulting in the customer's blood glucose level exceeding 500 mg/dl, with the specific value displaying as "high." To address the elevated blood glucose level, the customer administered a correction bolus via the pump without requiring third-party assistance. Technical support instructed the customer to follow on-screen instructions, enabling them to successfully load the cartridge onto the pump and resume insulin delivery.